Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 337 mg/dl. The customer's current blood glucose is 525 mg/dl. The customer's other blood glucose was 580 mg/dl, 587 mg/dl. The customer was treated by insulin pump and intravenous saline. The customer was wearing the insulin pump during the hospitalization. Customer states that insulin pump was alarming but patient was not hear. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.